Manufacturer narrative:
(B)(4) concomitant medical products: 14-103658, univ 2-hole shl 58 mm lnr sz 25, 892470. Ep-105995, epoly 36 mm rlc lnrmrom sz25, 309550. The 51-106170, tprlc 133 mp type1 pps so 17.0, 2802892. Unknown, unknown screw, unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that following a left total hip arthroplasty procedure the patient experienced problems walking about, washing/dressing self, performing usual activities, and moderate pain and the six month and one year follow-up visits. No additional information is available at this time.